Event description:
A consumer reported that after injecting herself with a bd ultra fine short insulin pen needle, she felt like the needle had broken off in the injection site as the needle was missing post-injection. The consumer went to an emergency department where she was evaluated and received an x-ray. The x-ray did not visualize the needle.

Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation. A quality notification review was performed and no irregularities were noted during the manufacture of reported lot number 3339489. (B)(4).